Event description:
It was reported that the patient underwent an initial hip procedure. The patient was revised approximately two weeks later due to malposition, incorrect sizing, dislocation and instability. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877504002, lot# 3264121, bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14 cat# 574201030 lot# 3210756 femoral stem cementless collared standard offset 12/14 taper size 3. Cat# 30104006, lot# 67489040, 40mm i.d. Size f neutral liner. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.